Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Additional observations were as follows: iol returned positioned correctly in the iol case. Solution is dried on the iol. Marks are observed over the optic. The optic edge is nicked/chipped. The product investigation could not identify a root cause for the reported complaint ¿a line in the optic zone¿. The product was subject to handling and the reported damage was highlighted post implantation. The returned iol shows evidence of handling by the customer due to the presence of solution dried on the returned iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, a "line in the optic zone" was observed. The iol was replaced in the same procedure with no reported harm to the patient.